Event description:
This event is being reported based on analysis which revealed short circuits and a leak in the catheter.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during a shaft leak test and an irrigation leak test. Additionally, multiple short circuits were detected. Further investigation revealed the pi irrigation tubing had been fractured at the distal end of the catheter/at the irrigation tubing transition near the deflectable portion of the catheter shaft, consistent with the failed shaft leak and irrigation leak tests, fluid ingress and the observed short circuits.